Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 23-jun-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. The potential cause of the reported event can be attributed to deterioration due to use or it was not properly tightened at the time of replacement. The OEM will continue to monitor complaints for this device.

Event description:
An asset cylinder hose with a switch-over valve (pin-index) was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have two missing "o-rings" from the gas hose. There was no patient involvement reported.